Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
Reportedly on (B)(6) 2011, the homechoice machine sounded a system error 2240 (air in line) alarm during dwell. The patient was connected to the machine. The home patient (hp)stated that she had already cleared the alarm and is getting ready to start over. The hp did not disconnect any time prior to the alarm. All bags were properly spiked and connected. There was nothing unusual noted about the supplies. The technical service representative (tsr) explained alarm and advised the hp to discard supplies then start over with new supplies. No patient injury or medical intervention was reported. No further information is available.